Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The patient reported blood glucose results of "163 mg/dl" with the subject meter and "122 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient does not take medication to manage her diabetes and continued to follow her usual management routine. About 2 hours after the start of the alleged issue, the patient claimed she felt symptoms of thirsty, dry heaving, throwing up, frequent urination and stress. The patient administered self humalog insulin as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. Given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.